Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level, vomiting, and diabetic ketoacidosis. The cause of the high bg was unknown, and a specific bg value was not provided. The infusion set and cartridge were changed, and a manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.